Event description:
Ous MDR - boston scientific received information that during a follow up it was noted that this right atrial lead showed loss of capture and a dislodgment was confirmed. A replacement procedure has been scheduled. No adverse patient effects were reported. Should additional information become available this investigation will be updated.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.